Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine months and twenty-one days following the implant of this transcatheter pulmonary valve (tpv), echocardiogram results were initially reported as mild pulmonary regurgitation (pr) and mild paravalvular leak (pvl). Further evaluation of the echocardiogram deemed the pr severe but the pvl could not be assessed. This finding was an increase from the discharge and the one-month echocardiograms that showed no pr and no pvl. A new right ventricular outflow tract (rvot) obstruction was identified, and the pr identified on echocardiogram corresponded with the valve dysfunction of stenosis that was related to a stent type ii fracture. Upon review of the fluoroscope imaging, at least one visible strut fracture was identified in row six. The frame of the stent was distorted from rows four through six. This distortion was not present at the time of implant. Due to the patient¿s large body mass index (bmi), fluoroscopy images were not clear and additional strut fractures could not be ruled out at that time. Computed tomography (CT) was then performed for further investigation. Substantial tissue distortion was observed via CT. Buildup within the inflow and valve housing were noted, with a narrow lumen (7-8 millimeters) and only a single strut fracture was identified. The narrow lumen was due to diffuse build-up of tissue in the inflow and valve housing portions of the device. This was reported as fibrotic material. It was unclear if the distortion was related to a frame fracture or if it was coincidental. Medication was administered. Ten months following the implant of the valve, two covered stents, followed by balloon dilation with a non-medtronic 24 mm balloon and the implant of a second tpv valve-in-valve was performed with ¿good¿ results. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The conclusion of the computed tomography (CT) clip review confirms there is a fracture in the valve frame and is distorted from it¿s original shape. The CT reconstruction on 3-mensio show narrowing inside the valve due to diffused buildup. A conclusive cause for the reported type ll stent fracture noted nine months and twenty one days post implant could not be determined, however, was confirmed on the CT image review. The CT image review and CT reconstruction 3 mensio, did not confirm the report of severe regurgitation, mild paravalvular leak (pvl), stenosis, or the reported occlusion. However the image review did state that there was narrowing inside the valve due to diffused buildup, which is most likely the reported occlusion that was reported. The image review did confirm the reported fracture and the distortion of the harmony valve from its original shape. Updated section h.6 method, result, conclusion, and annex g codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve-in-valve was performed due to severe regurgitation and severe stenosis and not due to the stent fracture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.